Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swollen glands and skin rashes.

Event description:
Patient reported right side "swollen glands," and "skin rashes." Patient additionally reported "breast implant illness, plantar fasciitis, psoriasis, enhanced gi issues, blurriness of eyes that would come and go, ears ringing, hair loss, intolerance to alcohol, elevated liver enzymes, insomnia, swelling in arms, legs, feet, numbness and tingling in arms and hands, autoimmune issues, fibromyalgia, migraine headaches, extreme fatigue, neck/shoulder pain, bone/joint discomfort, sore throat, and chest discomfort" which have been deemed to be not device related. The device has been explanted.